Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a patient suffered nerve damage related to the use of an unspecified bd eclipse¿ needle. It was claimed that this may be due to irregular or burred needle tips. The patient was evaluated by a physician who confirmed the presence of a nerve injury. The following information was provided to bd by the initial reporter: material no. Unknown batch no. Unknown. It was reported that there has been an increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. The needle bevel could be contributing to falsely elevated potassium results. Increased nerve injuries relating to defective needle tips with irregularities in the surface and burrs. We have photographed a number of different needles from different lot numbers and many of these show a significant defect in the back end of the bevel with loss of surface coating and some burring along the outside of the needle. We are concerned that as the needle is placed in the arm, the burred edge could be catching on nerves that are adjacent to the vein. We have seen an increase in probable nerve injuries despite changing our sop to try to prevent these. Over the last year, we have seen approx. 20 of these and in previous years, we have only seen approx. 0.5 to 1.0 per month. Possibility that the irregular surface of the needle bevel could be contributing to falsely elevated potassium results. As red cells are pulled over the irregular surface of the back end of the beveled part of the needle, they are sheered causing increase in potassium. (B)(6) have noticed an increase in nerve injuries over past year, typically would see 5-6 over a year. There have been a total of approximately 10 claims over the past year, all with experienced phlebotomists. (B)(6) has gathered various needles from old and current lots and taken photos in their histology lab. They still have these actual samples. Want to know if burrs/issues observed from photos could contribute to nerve damage upon venipuncture bd inquired on how they assess that a nerve injury has occurred. (B)(6) indicated that at the time the needle goes in, patients can feel an immediate shock-like sensation that goes down their hand, branch of radial nerve lateral cutaneous nerve, but some with branches of median nerve, either anti-cubital vein or lateral cubital vein. Most patients go on to experience pain, numbness, tingling, some for several weeks, others for longer. Most patients who have made this claim have been to see their physicians, who have in turn confirmed the presence of nerve injury. They have confirmed radial nerve injuries by asking the patient to hold arm out in front of them with palm up and turn it over, should produce symptoms if there¿s been a nerve injury. Most nerve injuries go away with time but can take 6-8 weeks, some have persisted much longer. Patients have experienced significant disruption in lives as they work with their hands (dentist, dental hygienist, etc.). Phlebotomists are experienced technicians. Nerve injuries have occurred with both 21g and 22g eclipse needles. (B)(6) has changed sops such that phlebotomists do not go near nerves that are more likely to get injuries. Original sop instructed to use any of 3 different veins: 1-cubital, 2-median, 3-lateral veins. Changes to sop now indicate to use #1 or #2 in one arm, #1 or #2 in other arm, and only use #3 or consider using a butterfly in the back of the hand if #1 and #2 do not work. Some patients are getting venipunctures on a regular basis, some rarely. Nerve damage almost always occurs on the 1st stick. When pain is felt on insertion, typically the phlebotomist will pull out the needle and try another vein in another arm depending on how comfortable patient is. Couldn¿t tell if they were using same eclipse gauge or switching to a wingset. Use of needle vs. Wingset not dictated by sop, depends on phlebotomist and patient. If there is a burr, more likely to catch on nerve than if that wasn¿t there, doesn¿t take a lot to damage a nerve. Quite a few complaints from phlebotomists that they sometimes feel increased resistance from the needles or that they are not as sharp. Bd stressed the importance of providing lot numbers and samples, if possible from the needle that caused nerve damage, otherwise unused samples from the same shelf carton or lot. (B)(6) will gather all photos and samples and will work to collect the samples from the facility.